Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported shaft detachment appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x16 mm graftmaster stent was advanced to treat a vessel perforation, but was unable to cross the left circumflex artery. The shaft of the graftmaster stent delivery system (sds) became separated in two pieces. The sds was removed with no report of intervention. The 3.5x19 mm graftmaster was inserted and was able to cross the lesion. The graftmaster stent was implanted and the perforation was successfully sealed. No additional information was provided.